Event description:
The customer reported that the system had intermittent uninterpretable images. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The image processor board was replaced during the service call. The system was tested and found to be working as intended and put back into service.